Event description:
It was reported that the patient's pump reached end of service (eos) date, no longer worked and the patient started to experience underdose symptoms. On (B)(6) 2012, a healthcare provider (hcp) was attempting to increase the patients dose and was unable as it was indicated the "pump died" on (B)(6) 2012. Telemetry confirmed a critical alarm for an eos message. The reporter stated that "the pump no longer works and needed to be replaced. It was initially questioned whether or not a replacement would be done as the patient was said to "be in poor health" and had an unspecified infection. The patient was experiencing underdose symptoms and increased spasms, noting the patient was unable to straighten his legs. The patient was taking oral baclofen around the clock. It was later reported as of (B)(6) 2012, that the patient was doing "ok" and that a pump replacement was scheduled for the following weekend. The reporter was unsure of the infection location. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).